Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure using an xi system, the customer reported that universal surgical manipulator (usm) arm 3 was moving automatically without surgeon intervention after docking and instrument installation, with intermittent jerking observed. No related errors were found. The customer was advised to disable arm 3 if the issue recurred, and there was no report of patient injury. Restarting the system did not fix the problem, but the procedure continued and was completed as planned with all four arms. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was able to continue the procedure as the issue was intermittent. No known impact or patient consequence was reported.